Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and was able to fix the reported issue by changing out the o-rings and flow sensor and by calibrating the transducer. The ventilator meets specifications.

Event description:
The customer reported that the return volumes on the ventilator are 100 mls low. Vdel .54, vti .5, vte 400 mls delivered from the vt. No patient involvement.